Manufacturer narrative:
Device evaluation- lens was returned in liquid, in lens vial. Visual inspection found the lens torn in two pieces and a haptic was detached from the optic. Conclusion - investigation concluded two probable causes: end user familiar with the product, lubricity of the product. Corrective actions shall be implemented as required. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cq2015a three-piece collamer lens, +23.5 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to lens tear contributed to a faulty epiphany injector. The reporter stated that two cases resulted in adverse events with enlarged incision and suture added. Reporter was unable to provide details on all cases. The surgeon implanted the backup lens. No additional information provided by reporter.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon stated that the cartridge tip looked sharp and believed this caused the lens tear.